Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent pacing failure on the second post implant day. Radiography confirmed rv lead dislodgment. It was noted that the anchoring sleeve was not fixed sufficiently and it result in easy movement of the lead. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.